Event description:
The customer contacted physio-control to report that their device displayed a solid green screen and was "not able to provide therapy shock". This issue is patient related; however there was no adverse patient outcome reported. A second device was used and the patient survived the event.

Manufacturer narrative:
This submission was found to be a duplicate of MFR# 0003015876-2020-00443. Please reference this record for all investigation details.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a solid green screen and was "not able to provide therapy shock". This issue is patient related; however there was no adverse patient outcome reported. A second device was used and the patient survived the event.